Event description:
It was reported that the atrial lead had sensing difficulties as sense markers are not seen under the p-waves while in normal sinus rhythm. The device was reprogrammed to change the sensitivity, but the problem persisted. The lead is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the atrial lead had sensing difficulties as sense markers are not seen under the p-waves while in normal sinus rhythm. The device was reprogrammed to change the sensitivity, but the problem persisted. It was further noted that approximately one month later the device was reprogrammed to ddr mode and no subsequent issues were noted. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.